Event description:
An internal investigation has identified that the paraffin pretreatment reagent kit ii and paraffin pretreatment reagent iii did not have any hazard or msds information included in their labeling. Appropriate symbology for hazardous and corrosive material has not been included on the vial label, kit label and package insert. An abbott molecular employee discovered this labeling issue. The paraffin pretreatment reagent kit ii were 420563, 420008, 418294. The paraffin pretreatment reagent kit iii lots were 420063 and 418669.

Manufacturer narrative:
Additional information for lot # 7j02-03. A field correction in the form of a customer letter and a telephone protocol will be developed to inform the customers of this labeling issue for the paraffin pretreatment reagent kit ii and paraffin pretreatment kit iii. No complaints from customers have been reported due to this issue. The date of event is when abbott molecular decided to take a field action and inform customers of this labeling issue.